Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the monitor generated a c02 error code. No other details regarding the nature of the event were provided. There was no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.